Event description:
It was reported that the patient went into a store, a (B)(6) to be exact, and she went through those ¿things that beep if you have a metal piece¿ on you and got zapped. She felt a terrible, sharp electrical feeling going through her right side and down her leg. The next morning after being ¿zapped¿ she couldn¿t lay on her back and it felt like her right cheek of her butt was swollen. It felt like she was laying on an iron ball or something hard. It was very painful, but had become less painful, but it still hurt. She couldn¿t sit down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb6154, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).